Event description:
It was observed during the device inspection, that the xenon light source exhibited scope communication error. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the following were found during the evaluation; damage to plastic scope socket; faulty scope socket (b30 error);and cosmetic wear and tear (broken front panel). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it was determined that scope communication error (b30) occurred due to damage on scope socket. It is likely that the damage on scope socket due to fatigue caused by repeated operation, or strong external impact. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.